Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead was attempted but not used as the physician was unable to properly fix the lead to the tissue. The lead was returned to the manufacturer and, subsequently, tested out of specifications. No patient complications were reported as a result of this event.